Event description:
Caller reported that damage had occurred to the pump housing and usb, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump to prevent interruption in insulin delivery.